Event description:
A malfunction was reported by a customer involving their pump. There was no reported impact to the customer's blood glucose level. The pump was plugged in and operational, but due to a broken and unreadable screen, the customer's claims could not be verified. A replacement pump was sent to the customer, and the original device is expected to be returned for further inspection.